Manufacturer narrative:
(B)(4). Concomitant medical products: compress bolt concentric clamp, catalog #: cp110351, lot #: 113830, small compress proximal tibial spindle, catalog #: cp110352, lot #: 113870, compress clamp tibial, catalog #: cp110501, lot #: 111070, ligament anchor washer with screw, catalog #: cp160110, lot #: 114410, tibial anchor screw, catalog #: cp160232, lot #: 114440, belleville washer set, catalog #: pm550754, lot #: 114390, compress anchor plug, catalog #: rd125010, lot #: 612530, compress nut, catalog #: rd125050, lot #: 706360, transverse pin, catalog #: rd125061, lot #: 889000, finn femoral bushing, catalog #: 153852, lot #: 939970, finn locking pin, catalog #: 153861, lot #: 916170, finn reinforced yoke, catalog #: 153865, lot #: 631720, finn axle, catalog #: 153872, lot #: 940070, finn modular tibial bearing, catalog #: 153982, lot #: 852610, finn modular resurfacing femoral, catalog #: 153802, lot #: 634170, finn modular tibial stem, catalog #: 153816, lot #: 687360. Customer has indicated that the product will not be returned to zimmer biomet for investigation, as product location is unknown. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends. Multiple MDR reports were filed for this event, please see associated reports: 0001825034-2018-02618, 0001825034-2018-02619, 0001825034-2018-02621, 0001825034-2018-02624, 0001825034-2018-02625, 0001825034-2018-02642, 0001825034-2018-02646, 0001825034-2018-02648, 0001825034-2018-02649, 0001825034-2018-02650, 0001825034-2018-02652, 0001825034-2018-02653, 0001825034-2018-02656, 0001825034-2018-02658, 0001825034-2018-02659. Product location unknown.

Event description:
It was reported that the patient was revised for unknown reasons approximately two years post implantation. No patient consequences were reported.

Manufacturer narrative:
This follow-up report is being filed to relay this report is a duplicate of 1825034-2001-00114.